Event description:
It was reported that the symptomatic patient presented in the emergency room. The patient received inappropriate anti tachycardia pacing and high voltage therapy. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post-paced and post-sense t-wave oversensing. The device was reprogrammed to resolve the issue. No further information was reported.